Event description:
Distribution reported that on (B)(6) 2011, a pt underwent a thermage eye treatment. The treatment went well until after the last 10 pulses when the treating physician noted a burn on the pt's upper right eyelid and multiple burn sites on the upper and lower lids of the left eye. The pt reported no significant pain during the treatment but experienced a "tingling" sensation after the treatment. After several attempts to learn the status of the pt, solta medical received an email on 02/02/2012 reporting that the pt was still experiencing hyperpigmentation and partial depigmentation. The treating physician reported that the pt had been undergoing low level laser treatments twice a week to treat the pigmentation issues and stated that it is not likely the pt will have permanent scarring but could not be certain at this time. No further info was provided.

Manufacturer narrative:
The treatment tip was returned and investigated. The investigation revealed no problems or defects. The tip surface and dielectric membrane were intact.